Event description:
Device malfunction: partially deployed stent. Time of malfunction: during insertion. Symptoms/ae: none. It was reported that when the xpert stent was being introduced, it would not advance. The physician unsuccessfully used some force in the advancement attempt. The device was removed and the procedure was aborted. After the aborted interventional procedure and during device inspection, it was noticed that the xpert stent was partially deployed. The report commented that the xpert stent apparently did not present any alteration before insertion. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.